Manufacturer narrative:
Device lot number and expiration date are unavailable. The device was discarded before this information could be obtained. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove a single pacing lead in the in the patient right ventricle (rv), an superior vena cava (svc) tear occurred. Reportedly, a glidelight device was used to advance down the lead to the area of the svc and innominate vessels. The patient blood pressure then dropped suddenly. A bridge occlusion balloon had been staged within the patient, and was deployed immediately upon the pressure decline. This stabilized the patient and a sternotomy was performed to successfully repair the injury. The patient survived this intervention and outcome was good.